Manufacturer narrative:
The lot complaint history was reviewed. The device history record shows that the product was released per specifications. The root cause for the reported event is unknown. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause.(B)(4)

Manufacturer narrative:
A 23 gauge probe and posterior cassette was returned in an 25 gauge opened container tray. The customer was contacted to provide clarification on the non-suspect product. The customer did not provide clarification as to why the incorrect product was returned. The returned non-suspect product was evaluated. A block reader was used to interrogate the radio frequency identification (rfids') programmed information on the probe, both connectors were found to have no written data on the rfid tag. The probe was then tested on a console and the rfid tags were not recognized and the cut rate displayed the default speed. If the probe isn¿t properly recognized, the console will assume that the customer is using a 20 gauge cannula and will thus use a different priming algorithm. If the cannula is actually 23 gauge, which it would be in this case, then the cassette will be unable to prime and pass calibration. Since the customer reported the error occurred during a case, this observed issue would not result in the customer's experience of infusion error. The root cause for the reported event is unknown. The customer did not return the suspect product, as such, a root cause could not be established. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the infusion became disabled and a system message was displayed a couple of times during a vitreoretinal procedure. "The eye was getting soft" as per the reporter. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.